Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient experienced diaphragmatic stimulation and went to the hospital. The device was reprogrammed and the lead remains in use. The patient was enrolled in the (B)(6) study. No patient complications have been reported as a result of this event.